Event description:
The complainant stated that the left coiled cable is damaged due to rubbing against the left head caster, bare wires are visible and at this time the air system will not operate as a result.

Manufacturer narrative:
The accounts maintenance replaced the left coiled cable but the air system is still not working. Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.